Event description:
It was reported to philips that poor fluoro image quality was affecting stent visibility on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service performed calibration and returned the system with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).